Event description:
Healthcare professional reported right side capsular contracture baker grade IV, old multilayer fibrous capsular. Multiple calcifications, yellow deposits/ /plaques with severe deformity. Healthcare professional later reported deformation of the mammary glands, severe pain and discomfort upon palpation in the area of the mammary gland, examined material presents a fibrous capsule with moderate chronic inflammation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Device evaluation: visual analysis of the photographs identified: - capsular contracture: unable to observe as it is not related to the manufacturing process. -calcification: observed white calcification. Deformation: observed deformation device. - crease/folding of implant: observed creases on the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, old multilayer fibrous capsular. Multiple calcifications, yellow deposits/ /plaques with severe deformity. Healthcare professional later reported deformation of the mammary glands, severe pain and discomfort upon palpation in the area of the mammary gland, examined material presents a fibrous capsule with moderate chronic inflammation. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, old multilayer fibrous capsular. Multiple calcifications, yellow deposits/ /plaques with severe deformity. Healthcare professional later reported deformation of the mammary glands, severe pain and discomfort upon palpation in the area of the mammary gland, examined material presents a fibrous capsule with moderate chronic inflammation. Device has been explanted.